Event description:
It was reported that while removing a padded fibreglass cast, the pt received a cut on the lower leg. It was also reported that the size of the cut was one inch long and was not severe. It was further reported that medical intervention was not required.

Manufacturer narrative:
The cast cutter blade associated with this event was returned to the manufacturer for evaluation. It was visually confirmed that all teeth were intact and there was no signs of damage to the blade. The returned blade was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The IFU for the cast cutter blade has a warning which states "cut with an up and down motion as shown. Straight cutting may cut or burn the pt". The investigation results indicate that the user may have contributed to this event, however this cannot be confirmed. The root cause is undetermined.